Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was found that all drawers were off bus due to a network firewall issue. A field service engineer (fse) reviewed and adjusted the network firewall settings, which resolved the problem. After the repair, the customer was able to access medications without any issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was locked out. All drawers were locked and did not open at all. A blue icon was displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.